Event description:
The event is reported as: during a surgery, the operator loaded the clips into applier then inserted them into the body through the trocar. The clip could not be closed on the artery. Other clips were used successfully. No pt injury reported.

Manufacturer narrative:
The sample device has not been received. Investigation is incomplete at time of this report. A follow-up investigation report will be sent when completed.